Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult/delayed activation cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, difficulty was met detaching the clip from the delivery catheter (dc). Troubleshooting was performed and the clip was able to be deployed, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.